Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to inappropriate shocks and high threshold measurements. The lead was replaced with a new endotak lead.